Event description:
Initial report: this non-serious spontaneous case was reported by a consumer to our local affiliate. This case involves a female patient who initiated therapy with poly-l-lactic acid (sculptra) three years ago for cosmetic reasons. The patient has received numerous vials over the last three years, with the last course of treatment sometime in 2009. Two weeks ago, the patient noticed swelling of her cheeks and around her mouth. She also noticed small lumps around her mouth. At the time the swelling occurred, the patient was also stung by a wasp. The patient was taken to the hospital, and she was given multiple courses of steroids, but the swelling persisted. A ptc (pharmaceutical technical complaint) was initiated: